Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Caller reported she has received her new wr and we attempted to pair it to the app and were met with repeated 3167 errors that we couldn't correct so went back to the original recharger. Caller had moved to program 2 for therapy but went back to program 4 for recharging today. She had previously tried several programs and was shocked within about 15 seconds. She has 3 other programs should could try as well. Today she charged up to 50% while ts on the call with no shocking using a layer of clothing. Ts left a message for the rep to see about meeting at the patient's regular doctor to get xrays and impedance values. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and patient. The rep stated that the sensation was felt only during a recharge session. Charging was performed directly on the skin and through an article of clothing. The entire surface of the charger was covered. Tech support changed her program and this resolved the issue. Additional information was received. The patient called the rep stating she is now being shocked on every program while charging. The patient now says that all of her programs cause her to be shocked while charging ins. Caller doesn't know if patient has changed settings or not. Caller not sure patient is using a material barrier between skin and recharger. The patient is feeling this sensation at ins pocket. A new recharger was sent. No further complications were reported.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient felt uncomfortable shocking when charging. Patient charged with layer of clothing, a towel, with and without stim on and still felt sensation. Decreasing the speed made the sensation slightly better but rep reported he could see when the shocking started, visible change to patient. Intermittent shocking while charging. Patient is currently on program 2. Caller reported taking impedance measures and all "fine" but no values available. No xray had been requested b/c the impedances came back fine. Caller had tried resetting wr prior to calling. Patient called back and she will go home and change programs and attempt to charge and call back with the results.  No further complications were reported/anticipated at this time.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.